Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. Certifier found high expiratory flows. Problem found during annual service by fse. Fse replaced exhalation flow sensor. The reported complaint of the exhalation flow sensor reading out of spec. Was not duplicated. No fault was found on this returned exhalation flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Philips fse (field service engineer) reported unit fails air flow accuracy. There was no patient involvement.